Event description:
During the shift check, the autopulse platform sn (B)(6) displayed fault code 41 (patient temperature sensor failure). Per the reporter, the platform is usually stored in the ambulance's compartment, laying down or standing up. The autopulse platform was placed on the stretcher when the fault code 41 message occurred. No patient involvement.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displayed fault 41 (patient temperature sensor failure) was not confirmed during the functional test but was confirmed during the archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. The customer stated that they usually stored the platform in the ambulance's compartment, laying down or standing up and the platform was placed on the stretcher when the fault 41 occurred. Fault 41 can potentially be caused by exposure to ambient storage conditions (e.g., a fire truck sitting in a hot environment and/or being exposed to direct sunlight for long hours) or by deploying the platform with blocked air vents (such as on a thick carpet or a blanket), or a defective temperature sensor. These potential causes will increase the internal temperature of the autopulse platform and cause fault 41 to appear. Visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive file showed multiple occurrences of fault 41 recorded on the event date, thus, confirming the reported complaint. The patient contact surface temperature sensor was outside of the normal range of 45°c during the power-on-self-test or during take-up. The temperature sensor reading during the reported deployment was at 127°c. The autopulse platform passed the initial functional test without any fault or error and the reported complaint was not reproduced. It was verified that the fan (blower) provides cooling for the drive train and other major heat-producing assemblies. The resistance of the temperature sensor was measured and observed to be functioning. The cable connection from the temperature sensor to the pdb was checked and confirmed to be secure. The platform was tested using the large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Nevertheless, the temperature sensor was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Unrelated to the reported complaint, the ui membrane on the control panel experienced intermittent functionality. The ui membrane was replaced to remedy the issue. This failure is likely due to normal wear and tear. Following the service repair, the platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
UDI related data quality updates only.